Manufacturer narrative:
(B)(4).

Event description:
Per the patient's surgeon, the patient experienced infection and wound break down at implant site; subsequently the wound had been debrided and the patient underwent skin revision at the site on four separate occasions. The patient was administered antibiotics (date and type not reported). The implanted device remains.

Manufacturer narrative:
Per the clinic, the internal magnet was explanted on (B)(6) 2017. The implanted fixture remains insitu.